Manufacturer narrative:
Block h9 has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: an axios stent electrocautery-enhanced delivery system was received for analysis with the stent fully expanded and deployed and the inner sheath was kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position with no resistance. Product analysis could not confirm the reported events of stent first flange failure to expand and stent first flange difficult to position. There was not enough evidence whether these events were due to the physician's device manipulation during the procedure or related to a device malfunction. Additionally, the observed inner sheath kinked could be due to procedure factors such as excess force or the manner as the device was handled and manipulated. For this reason, the inner sheath kinked was classified as an adverse event related to procedure. A labeling review was performed, and it was found that the device was used in a manner inconsistent with the labelled indications. "The stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum"; however, it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. Based on all available information, the investigation selected the most probable root cause as cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that the axios stent and electrocautery enhanced delivery system was to be implanted in the gastric wall or jejunum to treat pancreatic adenocarcinoma during an endoscopic ultrasound-guided (eus) gastrojejunostomy procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, it was reported that the first flange failed to radially expand, visible under eus but looked very cone-shaped and condensed. The bottom lock of the catheter was unlocked to try to push the catheter more forward into the small bowel and the catheter was shook back and forth to try to get the flange to pop, which seemed to slightly help open the flange. However, in doing so, the user lost access to the small bowel and pulled the proximal flange into the peritoneum. The stent was then removed from the patient using a rat tooth forceps and a non-bsc device was used to close the hole. As a result, the procedure was rescheduled at a later date. On (B)(6) 2025, the patient underwent another endoscopic ultrasound-guided gastrojejunostomy and the procedure was completed with a new axios stent. The patient was feeling well and was admitted for observation. There were no further patient complications reported as a result of this event. Note: this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. It was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery enhanced delivery system was to be implanted in the gastric wall or jejunum to treat pancreatic adenocarcinoma during an endoscopic ultrasound-guided (eus) gastrojejunostomy procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, it was reported that the first flange failed to radially expand, visible under eus but looked very cone-shaped and condensed. The bottom lock of the catheter was unlocked to try to push the catheter more forward into the small bowel and the catheter was shook back and forth to try to get the flange to pop, which seemed to slightly help open the flange. However, in doing so, the user lost access to the small bowel and pulled the proximal flange into the peritoneum. The stent was then removed from the patient using a rat tooth forceps and a non-bsc device was used to close the hole. As a result, the procedure was rescheduled at a later date. On (B)(6) 2025, the patient underwent another endoscopic ultrasound-guided gastrojejunostomy and the procedure was completed with a new axios stent. The patient was feeling well and was admitted for observation. There were no further patient complications reported as a result of this event. Note: this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. It was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h11: an axios stent electrocautery-enhanced delivery system was received for analysis with the stent fully expanded and deployed and the inner sheath was kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position with no resistance. Product analysis could not confirm the reported events of stent first flange failure to expand and stent first flange difficult to position. There was not enough evidence whether these events were due to the physician's device manipulation during the procedure or related to a device malfunction. Additionally, the observed inner sheath kinked could be due to procedure factors such as excess force or the manner as the device was handled and manipulated. For this reason, the inner sheath kinked was classified as an adverse event related to procedure. A labeling review was performed, and it was found that the device was used in a manner inconsistent with the labelled indications. "The stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum"; however, it was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. Based on all available information, the investigation selected the most probable root cause as cause not established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block b5 and block h6 (impact codes) have been updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery enhanced delivery system was to be implanted in the gastric wall or jejunum to treat pancreatic adenocarcinoma during an endoscopic ultrasound-guided (eus) gastrojejunostomy procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, it was reported that the first flange failed to radially expand, visible under eus but looked very cone-shaped and condensed. The bottom lock of the catheter was unlocked to try to push the catheter more forward into the small bowel and the catheter was shook back and forth to try to get the flange to pop, which seemed to slightly help open the flange. However, in doing so, the user lost access to the small bowel and pulled the proximal flange into the peritoneum. The stent was then removed from the patient using a rat tooth forceps and a non-bsc device was used to close the hole. As a result, the procedure was rescheduled at a later date. On (B)(6) 2025, the patient underwent another endoscopic ultrasound-guided gastrojejunostomy and the procedure was completed with a new axios stent. The patient was feeling well and was admitted for observation. There were no further patient complications reported as a result of this event. Note: this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. It was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that a axios stent and electrocautery enhanced delivery system was to be implanted in the gastric wall or jejunum to treat pancreatic adenocarcinoma during an endoscopic ultrasound-guided (eus) gastrojejunostomy procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, it was reported that the first flange failed to radially expand, visible under eus but looked very cone-shaped and condensed. The bottom lock of the catheter was unlocked to try to push the catheter more forward into the small bowel and the catheter was shook back and forth to try to get the flange to pop, which seemed to slightly help open the flange. However, in doing so, the user lost access to the small bowel and pulled the proximal flange into the peritoneum. The stent was then removed from the patient using a rat tooth forceps and a non-bsc device was used to close the hole. As a result, the procedure was rescheduled at a later date. On (B)(6) 2025, the patient underwent another endoscopic ultrasound-guided gastrojejunostomy and the procedure was completed with a new axios stent. The patient was feeling well and was admitted for observation. There were no further patient complications reported as a result of this event. It was reported that the axios stent was intended to be placed transgastric to the jejunum during a gastrojejunomy. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.